Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the main tube was found broken. Fragments were not returned with the instrument. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the articulating part of the arm was jammed and damaged. The procedure was completed with no reported injury.